Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer's reservoir was leaking insulin. The patient's blood glucose level was unknown at the time of the call. The customer stated that the o rings did not fit tight enough. The customer did not want to trouble shoot the issue. The customer was offered smaller reservoirs, but the customer declined. No further information was provided.